Event description:
On multiple occasions, there have been unexplained hypo-glycemic events with the pt occurring after changing the battery on the insulin pump. After further investigation, it was discovered that upon changing the battery, the device did not retain the state of insulin bolus active ("insulin on board or iob in animas' literature) in the pt. Insulin generally is active for three to four hours after being bolused. This means that for an up to 4 hour window, if the battery is changed after bolus, the device will accurately calculate the amount of insulin to be given to the pt. The inaccuracy will result in the pt getting too much insulin, potentially causing hypo-glycemia. Pt takes measurement of blood sugar at 7:49pm and has a blood sugar of 499mg/dl. Pt uses bolus wizard in insulin pump to calculate corrective bolus of insulin (target of 110 with a correction factor of 28:1). Wizard correctly calculates a correction dose of 13.90 units of insulin. Pt waits 90 minutes. Pt takes measurement of sugar at 9:20pm and has a blood sugar of 425mg/dl. Pt uses bolus wizard in insulin pump to calculate corrective bolus of insulin (target of 110 with a correction factor of 28:1). Bolus wizard correctly identified that there is 6.05 units of insulin still active for the pt. Pt does not dispense any insulin. Pt then removed the battery for 2 seconds, then puts battery back. Pt then re-runs bolus wizard with identical info (425mg/dl) blood glucose test result). Bolus wizard reports that there is 0.00 units of active insulin in pt. Following the post-battery removal wizard, the pt would overdose insulin by approx 6 units. This would result in a significant drop in blood glucose levels, and would put the pt in a hypoglycemic state. With that sizeable of an overdose, and lack of any intervention, the pt would likely need medical assistance. Date the person first started taking or using the product: (B)(6) 2011. Did the problem return if the person started taking or using the product again: yes.